Event description:
It was reported that during implant attempt, two different lv (left ventricular) leads could not be placed deep enough into the target vessel. The leads each pulled back after slitting the guide catheter. Ultimately a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2007. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.